Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab. Customer noticed the erroneous crem results when qc recovered high. After servicing the instrument, the original specimens were re-tested and lower results were obtained. The results were amended. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the crem module, performed calibration, ran qc and the results met specifications. The fse also repeated several patient samples for comparison and obtained acceptable results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.